Event description:
It was reported that after a percutaneous coronary interventional procedure, arteriotomy closure was attempted of a mildly scarred common femoral artery using a starclose se device. Reportedly, during thumb advancer/exchange sheath splitting, resistance was met; additional force was applied completing deployment. The starclose se clip deployed successfully achieving hemostasis. Although the operator performed a nick-and-spread incision prior to device insertion, the access site site/groin was scarred, which the operator believed may have been a contributing factor. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.